Event description:
Reportable based on device analysis completed on 17-may-2024. It was reported that error message and leak occurred. The target lesion was located in the right lower extremity artery. An angiojet solent omni was selected for thrombectomy procedure. During procedure, device alerted an error indicating "prompt to check the thrombectomy device". The balloon of the pump was found to have fluid leakage. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube separation.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of an angiojet zelante catheter. Inspection of the device revealed extreme damage to the device including the catheter shaft detached/separated, boot tears, multiple effluent line cuts, a spike line cut, and multiple shaft kinks. An under-pressure alarm was observed during functional testing. The complaint was confirmed for under-pressure issues related to a hypotube separation.